Event description:
During a (pta) percutaneous transluminal angioplasty of a lesion in left subclavian artery, the physician tried to deliver the (sds) stent delivery system to the lesion, but the stent was dislodged from the balloon catheter in the sheath introducer due to heavy tortuosity. The sheath and the stent were removed safely. Another sheath (terumo) was inserted, and competitor's stent (express ld, boston scientific) was placed to complete the procedure successfully. There was heavy calcification and vessel tortuosity, and 99% stenosis. Approach site unk. The pt is male, age unk.

Manufacturer narrative:
During prep and prior to inserting in the pt, the product (stent/balloon) was inspected for appropriate adherence to the balloon. The product was prep per instruction for use (IFU) guidelines. A stopcock was utilized, along with an unk lot number 7french cordis brite tip sheath introducer (si). A guidewire was also utilized to insert the stent delivery system (sds). During sds insertion, the si position was maintained without movement. Constant fluoroscopy was utilized when inserting the sds through the si, and the guidewire was left in place when the sheath was replaced. After removal from the pt, the sheath, was not kink, bend or showed any other damages. A device history record review was performed and showed that this lot of products met all requirements per the applicable mqp, including stent retention values. With the limited amount of info avail and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics may have contributed to the reported event.